Event description:
It was reported that high out of range shock impedance measurements were found during routine follow-up for the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system. The values were up to 133 ohms. High defibrillation thresholds were also noted because the patient has a high body mass index (bmi). The physician elected to further monitor the system with consideration for a lead integrity test in the future. No adverse patient effects were reported. Currently, this ICD system remains in service.